Event description:
Event description boston scientific received information that, this cardiac resynchronization therapy defibrillator (crt-d), implanted 44 months, displayed an elective replacement indicator (eri). There was expressed concern regarding this device's battery longevity. It was reported that the patient's physician was on vacation and came back to find out that the patient's crt-d had been explanted/replaced with a non-guidant device. It was noted that the physician wants to remove this device and replace it with a guidant device in order to obtain credit. ,